Manufacturer narrative:
The fph flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc2425 nasal prongs are designed to be used with the flexitrunk interface. The complaint bc2425 nasal prongs are en route to fisher & paykel healthcare (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a baby wearing the bc2425 nasal prongs had developed a skin ulcer.

Manufacturer narrative:
(B)(4). Method: three bc2745 nasal cannulas (1 x lot unknown, 1 x lot 130114, & 1 x lot 130429) were returned to fisher & paykel healthcare for evaluation and were visually inspected. Results: visual inspection revealed that there was no size difference between the complaint device (lot unknown) and the other two cannulas. The prongs of the complaint device (lot unknown) were slightly stiffer compared to the other two devices. Conclusion: we were unable to determine the cause of the reported event. The manufacturer of the cannula, salter labs, has commented in their findings concerning a similar complaint that "natural secretions in the nasal cavity are acidic, similar to oil on the skin. The acidity can cause yellowing and hardening over time". Salter also notes that the hardening can also be related to some of the ointments applied to infants' skin during therapy and have recommended the use of ointments such as ayr nasal saline gel, which is produced specifically for CPAP therapies. With regard to the injury to the infant's nares, fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. Our user instructions that accompany the bc2745 infant nasal cannula provide the following warning: ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary; check the patient's septal integrity; ensure that the tubing is not applying excessive pressure to the ears and face.

Event description:
A hospital in colorado reported via a fisher & paykel healthcare representative that a baby wearing the bc2745 nasal prongs had developed a skin ulcer.